Event description:
It was reported that during a superion indirect decompression system implant procedure, the ring on the screw broke while trying to deploy. The spacer was replaced with a new one, and the procedure was successful. The defective spacer was discarded.